Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Socrates clinical study, subject ID: (B)(6). It was reported that in relation to a procedure using an intellamap orion high resolution mapping catheter (orion) the patient experienced cardiac tamponade. Pericardiocentesis was required to drain the fluid. No other information regarding the patient outcome, procedure outcome, or device return status has been provided.